Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator exhibited possible premature depletion. The patient was stable.

Event description:
New information received on february 2, 2019 indicates that the device may have depleted due to the patient's high capture thresholds. The patient's device was removed and replaced on (B)(6) 2019. The patient was stable throughout.